Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". "[Inspection of endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] 1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates the event was observed during device preparation for an unknown procedure. The procedure was completed using a similar device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown when foreign material was adhered to the scope. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. The endoscope was not immersed in detergent solution. The air/water nozzle was brushed with a gauze, brush, or sponge. Air water nozzle was flushed with detergent. An evaluation of the returned device could not confirm the customer allegation. There were few additional findings. Due to a pinhole on channel-tube, water tightness was lost. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip, crack and white clouded area. Due to clogging of nozzle, water removal ability does not meet the standard value. Mouthpiece was loose. Connecting tube had a scratch and a dent. Due to damage on charge coupled device (ccd) unit, a noisy image occurred. Paint on air/water-cylinder was peeled. Indication on scope connector was peeled. Electrical connector had discoloration due to water leakage. Protector of universal cord on scope connector side and control section side had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope screen exhibited complete white out and could not be restored. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.